Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) knobs were not functional, however, it was indicated that corrosion and contamination were found throughout the epg. Corrosion/contamination was found on the upper and lower cases, display frame bosses, display grommets, all display frame screws, one case screw, all 6 main printed circuit board (pcb) screws, insulator label, and main pcb. It was also indicated that the main seal, ventricular output connector, and hanger assembly were broken. It was also indicated that display wires were pinched but insulation was not compromised. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) knobs were not functional. The epg was returned for service. There was no patient involvement.